Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons were intermittently unresponsive when pressed. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact with no lifting or peeling observed, the up and down keypad buttons intermittently responded to user inputs during testing, it was observed that the up and down key contacts were misaligned, and all the key contacts clicked and sprung back normally when pressed.